Manufacturer narrative:
The customer¿s report that the distal end of the male luer broke was confirmed. Visual inspection found that a male luer tip was broken off. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No tool marks were observed. Previous investigations have shown that breaks may result from overtightening of the male luer on the mating component. No further testing could be performed due to the broken male luer tip and the obvious leak that would occur from the break. The root cause of the break is due to an outside force on the male luer as indicated by the observed stress marks at the break site. The root cause of the outside force could not be determined.

Event description:
It was reported that the tubing set distal end male luer broke during use. It was confirmed that the customer uses alcohol caps on the male luers and ports.

Manufacturer narrative:
Concomitant medical products: on bd extension set with a non bd microclave attached ;third smart site (distal smart site near male luer) has an orange cap attached. Supply chain operations; distribution supervisor. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set distal end male luer broke during use. It was confirmed that the customer uses alcohol caps on the male luers and ports.